Event description:
It was reported experienced increasing pain, acute weakness and paralysis. It was noted that the patient's disease had progressed. The pt was admitted to the hospital with symptoms of suspected inflammatory mass. An MRI was performed; an im was not diagnosed, however, motion artifact was noted. The pt underwent surgery. The hcp was unable to gently pull the catheter from the intrathecal space. The catheter was cut; the distal catheter was left in place with the tip between t8-t10 where im formation was suspected. A new distal catheter was implanted at t-5. The pt was receiving therapy since the new segment was implanted. The pt has been in rehabilitation for 6-7 weeks. She was again able to walk with the assistance of a walker. The pump contained hydromorphone 15 mg/ml at 4.5 mg; bupivicaine 40 mg/ml; clonidine 150 mcg/ml and baclofen 150 mcg/ml. The pt recovered without sequela.